Event description:
It was reported that the patient presented in clinic with a insertable cardiac monitor that fell out. No changes or interventions were performed the patient was in stable condition.

Manufacturer narrative:
Monitor failing out was the complaint. Electrical, mechanical, and visual analysis was normal with no anomalies found.